Event description:
Reporting status: death. Reporting rationale: thrombosis requiring medical intervention; subsequent death. Device issue: no device malfunction was reported. It was reported that the procedure in 2008, was to treat the mid lad via a lima graft. Following pre-dilatation, the 2.5 x 15 mm promus stent was implanted in the mid lad. Another company's stent was implanted distal to the promus stent. Another 2.5 x 15 mm promus stent was implanted proximal to the first stent. Post-dilatation was performed. Two additional stents were placed; one in the first om and one in the proximal cx. Patient remained in the hospital and on medications. Two days post procedure angiography revealed thrombosis in the previously treated lesions. The om was treated with two additional stents. The patient was shocked and intubated. A code was called and a balloon pump was inserted. The mid lad was treated with multiple balloon inflations. Four days post the initial procedure, the patient coded. No resuscitation or re-intervention efforts were made; the patient expired. The cause was reported as global ischemia. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
The second 2.5 x 15 mm promus stent (part 1009539-15b lot 8091561), indicated, is being filed under the same manufacturing report number.